Event description:
Reportedly, the surgeon fired the instrument and tried to open the jaws, however, it locked up and it would not open. The surgeon had to cut the instrument off the pulmonary artery. Procedure: taking down pulmonary artery. The pt sex is unk.